Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter was stuck on the guide wire. The target lesion was located in the excessively tortuous, 3-4cmx4cm vessel located in the thigh which contained fibrotic thrombus. A 2.4 jetstream catheter was advanced over a 0.014 mailman guide wire; however, after advancement the device started to make a strange noise and became stuck on the wire. The device was put into rex mode and moved a little. Both the wire and the jetstream device were removed from the patient. The procedure was completed with a different device with no patient complications reported.